Event description:
It was reported that during an implant procedure, the suture sleeve of this right ventricular (rv) lead was observed to be near the front of the lead near the coil. The physician pulled the sleeve back with difficulty and ended up stretching the insulation. After attempting to implant the rv lead in the patient, the coil was observed to have been damaged and pulled apart as well. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead body was curled along its whole length, especially towards the tip. This damage was thought to have been the result of it having been pulled through a constricted area with force and then let go. The insulation of the lead was bunched in multiple areas and the rate/sense coils were deformed due to the bunched insulation as well. The lead passed continuity testing which confirmed it was electrically continuous. Overall, analysis was able to confirm the allegations made against the lead in the field.

Event description:
It was reported that during an implant procedure, the suture sleeve of this right ventricular (rv) lead was observed to be near the front of the lead near the coil. The physician pulled the sleeve back with difficulty and ended up stretching the insulation. After attempting to implant the rv lead in the patient, the coil was observed to have been damaged and pulled apart as well. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.